Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgery for a distal radius fracture was conducted on (B)(6) 2013. On (B)(6) 2013, the implant was removed. During the surgery, the va locking head screw (lhs) was broken off, and it was removed by using the damaged set which was attached to tcp-8. This report is for an unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.